Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Rosa crashed twice during surgery. Both times, the surgeon was not stepping on the pedal or touching rosa at all. 15 minute delay total to reboot the system twice.

Manufacturer narrative:
It was reported that two software crashes occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. Based on the investigation performed, the technical root cause of the first crash was determined to be a shared memory error between mario and the controller. The technical root cause of the second software crash was determined to be a known design defect.